Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization and intensive insulin therapy and is consistent with the reported hospitalization and treatment. Review of available information identified that the user experienced persistent hyperglycemia throughout the day prior to hospitalization and subsequently developed vomiting, sweating, and dizziness. The user was transported by helicopter to the hospital where ilet therapy was discontinued and insulin therapy was initiated. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. Multiple follow-up attempts were made to obtain additional information regarding the events leading to the hospitalization; however, no additional information was obtained. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 463 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.